Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly, prime anomaly, failed battery and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump rewind slower; occasionally insulin will shoot from infusion set instead of dripping. It was reported that the act button had to press a few times to respond and also had failed battery. The insulin pump will not be returned for analysis.